Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "malfunction in the catheter tip. When attempting to insert a cvc into a patient, a defect was detected in the catheter. The doctor reports that it was not noticeable that the cvc was missing and, when the catheter was passed through, the material stuck and "curled up", after which it was carefully removed. A new attempt was successfully made. Two kits were used." Additional information received states "the damage occured to the catheter's guidewire." The patient's current condition is reported as "stable on antibiotic therapy".

Event description:
It was reported "malfunction in the catheter tip. When attempting to insert a cvc into a patient, a defect was detected in the catheter. The doctor reports that it was not noticeable that the cvc was missing and, when the catheter was passed through, the material stuck and "curled up", after which it was carefully removed. A new attempt was successfully made. Two kits were used." Additional information received states "the damage occured to the catheter's guidewire." The patient's current condition is reported as "stable on antibiotic therapy".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).